Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The lesions were located distally below the knee. The first lesion was in the tibio-peron trunk. The lesion was de novo, non-tortuous and severely calcified. This lesion was 3.5mm in diameter and 1mm long with 70% stenosis before treatment. After treatment stenosis was reported as 5%. The second lesion was de novo, non-tortuous and without calcification. This lesion was also 3.5mm in diameter and 1mm long. The stenosis was reduced from 80% pre-treatment to 0% after treatment. The patient experienced pain during the procedure. The patient had a follow up visit in (B) (6) of 2005. Target lesion had remained patent. There were no adverse events or intervention since the procedure. The patient had a follow up visit in (B) (6) of 2005. The target lesion was not patent. At this date there was a comment ¿indirect ecocolor doppler signe superficial femoral stenosis¿. An adverse event was noted as ¿trophics lesions not improved¿. No intervention was reported. No further data was provided. The patient had a six-month follow up visit in (B) (6) of 2005. The target lesion was not patent. An adverse event was reported as ¿trophics lesions not improved¿. No further data was provided. No intervention was reported. There was a comment ¿indirect ecocolor doppler signe¿.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis